Event description:
Customer reportedly received results of 400 mg/dl and 180 mg/dl within 10 minutes on the aviva combo system. On a different date customer reported low blood glucose symptoms after testing 55 mg/dl on the aviva combo system. She drank a glass of milk, and less than 3 minutes later tested 110 mg/dl on the aviva combo system. 5 minutes later she tested 70 mg/dl on her aviva system. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number and expiration date unknown). Customer did not provide product information for the aviva system.